Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead undersensing on some stored electrograms (egm), that may have caused the device to be in/out of atrial tachycardia/atrial fibrillation (at/af) collection or mode switch at times. The lead remains in use. No patient complications have been reported as a result of this event.